Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs and videos of the sample were provided for evaluation. Visual inspection of the photos and videos showed a crack in the set deaeration chamber and white marks on both sides of the chamber. The crack allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component damage was not determined. A nonconformance record was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex st150 set, "the machine's intravenous drip bag leaked blood". The issue was resolved after replacing the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.